Event description:
Patient had CABG with aortic valve replacement earlier this year for aortic stenosis and regurgitation. The 29 mm mosaic ultra medtronic porcine xenograft valve was a tight fit but the fit was considered reasonable. He developed a sternal wound infection and a central line infection that were treated with vancomycin. Arrhythmias complicated the recovery but the patient was discharged in stable condition. Seventeen days later, the patient went to the ER with complaints of weakness worse than before the valve surgery. He had no sob or chest pain. He was seen that day and 4 days later for renal insufficiency. Approximately 30 days after implantation, he was seen in the ER again for respiratory failure, hypothermia and fatigue. He had significant respiratory acidosis. Subsequently he was intubated and diagnosed with chf and pneumonia. Color doppler on the echocardiography showed two distinct jets of aortic regurgitation noted as possibly severe. It was felt he may have infective endocarditis. The next day, the patient was taken to surgery and a primary valve failure was noted. The valve and annulus were not infected. The valve showed two areas of opening and almost seemed to have prolapse of the leaflets. There was failure to coapt near one of the commissures and failure to coapt centrally resulting in two jets. This probably resulted in the moderate aortic regurgitation and the heart symptoms of the past month. The valve was replaced with a 27 mm bovine xenograft valve that fit nicely.====================== manufacturer response for aortic heart valve, mosaic aortic heart valve======================summary of the manufacturer's analysis:two large holes in the right and non-coronary cusps appear to have been cut and torn during explant.radiography shows no evidence of mineralization on the valve.a large tear extends from the hole in the non-coronary cusp in through the coaptive ridge and lunula adjacent to the right non-coronary inferior coaptive area. Gross analysis shows that aside from the sections removed for histology; this appears to be a normal functioning valve. A review of the device history record shows that this valve met all manufacturing specifications for product release for distribution. They offered to review the echocardiogram performed on the patient prior to explant, but to date that has apparently not been forwarded to the manufacturer.